Event description:
It was reported that the pump showed "fail test debit ." In clarification, the issue was a "flow test failure". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) d: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective dso sensor was found. An accuracy test was also performed which the device failed and was expulsing more than expected. The customer's problem was replicated. The cause of the problem was a defective expulsor. In order to fix the issue, the dso sensor, dso seal, lens and expulsor were replaced.